Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link sets had flow issues during infusion. The reporter stated that the sets had a "significantly restricted flow rate", and that the sets could not be used with a rapid blood infuser. There was no patient injury or medical intervention associated with this event. No additional information is available.